Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose at the time of the incident was 360 mg/dl. The customer states that the insulin pump screen had a solid black bar running through it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display or partial display noted however, the insulin pump was received with full segment display due to faulty x2 on the interface board. Unable to perform the displacement test and self test due to full segment display.